Manufacturer narrative:
PMA/510k - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -5.50/6.0/099 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged with a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.